Manufacturer narrative:
Foreign : (B)(6). (B)(4).

Event description:
Information was received that a smiths medical portex cuffed blue line ultra suctionaid was switched out on a patient for a new tube. After switching to the new tube, the user was unable to draw sputum through the patient, even though they performed suction through the cuff's upper suction line. Secretions were also reported to be "overflown from the aperture". Additionally, it was noted the tracheal stoma was granulated because the protruding edges of the suction line contacted the aperture during intubation. The patient complained of pain, but no additional adverse patient effects were reported.